Event description:
It was reported the device was used during a low anterior resection. It was reported the surgeon fired the cdh33 and when the surgeon tested the anastomosis with a saline test, bubbles formed at the anastomosis site. The surgeon resected the portion of bowel that was stapled and pulled a new csh29 to complete the anastomosis. This anastomosis was checked and it did not leak.